Event description:
A complaint of loss of communication between the implant and the external equipment was reported. The decision was made to replace the pt's implant due to the surgeon using electrocautery. Device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt is reportedly doing well.

Manufacturer narrative:
The explanted material will not be returned for eval, as it was discarded by the medical facility.